Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-jul-2025, the user reported that after being without insulin for over 12 hours, they experienced nausea. The ilet logs showed a highest blood glucose of 400 mg/dl. On (B)(6) 2025, the user went to the hospital, where they were admitted to the hospital and treated with intravenous insulin and fluids. The user was discharged on (B)(6) 2025 with no long-term health effects reported and reconnected to the ilet after discharge.